Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm voluma® xc in the unspecified location. The following day, patient experienced eye pain and saw an ophthalmologist who diagnosed a viral infection. Patient still experienced some type of eye pain.